Event description:
Customer was hospitalized for low blood glucose. Customer stated that she was connected while performing a manual prime. Advised customer to call the help line for assistance when changing set and site if unsure of procedure.